Event description:
The customer reported that the insulin gauge on their device displayed a different amount than expected. The specified fill estimate was 300 units, while the caller expected it to show 60 units. The discrepancy was addressed by technical support, who explained that a positive value indicates the pump detected at least that amount of insulin, which the customer understood. The issue had no adverse impact on the customer¿s blood glucose levels. Technical support advised the customer to disconnect and deliver a 10.2 unit bolus, which adjusted the fill estimate to 90 units. The caller used non-room temperature insulin and was educated on using room temperature insulin for better accuracy. No further corrective actions were taken as the customer declined to load a new cartridge but agreed to monitor and follow up if needed.